Event description:
Following cannulation of the contralateral leg hole, the physician rotated a pigtail catheter to confirm. However, while advancing the wire into the pigtail, he had difficulty due to tortuosity of the left common iliac. Access to the contralateral leg hole was lost, however the physician did not notice. The contralateral leg component was then advanced and deployed, but was deployed outside the trunk-ipsilateral component all together. The physician made the decision to convert to an aorto-uni-iliac (aui) approach utilizing a second trunk-ipsilateral component and a surgical femoral to femoral bypass, which was completed successfully. The pt was reported to be in good conition. No allegation of product definiency was made by the physician.